Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1120205 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). Result was difficult to distinguish. Unable to determine if positive or negative due to pink areas in the test region.